Event description:
Callers states that the patient obtained results of 51 mg/dl and 92 mg/dl within 2 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.